Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, a patient underwent a port placement procedure using MRI power port isp. On (B)(6) 2025, during a port placement procedure, slight resistance felt during port flush and positive pressure. On march 26, 2025, it was further reported that the port allegedly found blocked and the catheter was fractured. On (B)(6) 2025, port was removed.

Event description:
On (B)(6) 2020, a patient underwent a port placement procedure using MRI power port isp. On (B)(6) 2025, during a port placement procedure, slight resistance felt during port flush and positive pressure. On (B)(6) 2025, it was further reported that the port allegedly found blocked and the catheter was fractured. On (B)(6) 2025, port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I. 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was observed distal to the cath lock on the attached catheter. The distal catheter segment was returned. A complete compound break was observed to the proximal end of the distal catheter segment. A split was observed on the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the split on the distal catheter segment were noted to be jagged. Upon infusion, what appeared to be thrombus was observed while water exited the distal end of the attached catheter. Therefore, the investigation is confirmed for the reported fracture, obstruction of flow and difficult to flush and identified material separation, naturally worn and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.